Event description:
It was reported that, during a navio-assisted tka surgery, the navio bone screw driver was stripped from overuse and was no longer able to hold the pins. The was no delay and the procedure was finished with a smith and nephew back up device. The patient was not harmed.

Manufacturer narrative:
H3, h6: the device (pn 110164), used in treatment, was not returned for investigation. Thus, visual and functional inspection could not be performed. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. We were not able to confirm if there was a relationship established between the reported event and the device. A factor that could have contributed to the reported issues is mechanical component failure. No further action or correction required at this time. Should the part be returned in the future, this investigation will be reopened.